Event description:
Pt reported obtaining back-to-back glucose results, of 47 mg/dl and 121 mg/dl and of 121 mg/dl and 46 mg/dl and of 61 mg/dl and 561 mg/dl and of 561 mg/dl and 74 mg/dl and of 74 mg/dl and 129 mg/dl on the compact test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact test system: meter, strip lot and expiration date unk.

Manufacturer narrative:
The suspect product is the compact test strip.